Manufacturer narrative:
This lead was not implanted because during the implantation procedure, it was reported that the screw on the lead would not deploy. The analysis from the manufacturer is pending.

Event description:
It was reported that at the implantation procedure, after placing this lead in the patient, the screw on the lead would not deploy. Therefore, this lead was not implanted.